Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had a gallbladder surgery the past week. The caller stated while being at the hospital, her blood glucose dropped to 40mg/dl, and the doctor had to bring her blood glucose up. The customer stated that the basal rates were modified. Troubleshooting was performed. The programming was correct, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned having a stomach bug on the first of the month. The caller stated that the insulin pump was not exposed to a high magnetic field. No further information was provided.